Event description:
Customer reported via phone call that the buttons on the insulin pump have an intermittent response. Customer stated that the bolus, act, escape, up and down arrow buttons were not responding for 15 minutes. Blood glucose value was 141 mg/dl. Customer stated that they were just outside in the heat. Customer also reported that the insulin pump has a crack on the screen going towards the escape button. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.